Event description:
Patient reported bilateral ruptures, confirmed via mammogram and MRI, along with "pain" and "movement". This record represents the left side. The device remains implanted.

Event description:
Patient reported, bilateral ruptures. Confirmed via mammogram and MRI. Along with "pain" and "movement". This record represents the left side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported bilateral ruptures, confirmed via mammogram and MRI, along with "pain" and "movement". This record represents the left side. The device remains implanted.